Manufacturer narrative:
The vue extractor tool is designed to not over-torque the vue mini-bolt to reduce the likelihood of mini-bolt damage. The vue extractor tool in this case worked as intended and stripped out before damaging the mini-bolt. The torque needed to remove the mini-bolt is assumed to be higher than expected. Each extractor tool lot is torque tested to confirm it meets specification. The vue extractor tool is a class I medical device and is exempt from 510(k) premarket notification requirements, therefore, no PMA or 510(k) number exists. A letter to file documenting the rationale for not submitting a 510(k) is maintained within the manufacturer's quality management system. This MDR is being submitted to comply with medical device reporting requirements.

Event description:
At the end of an ablation procedure, it was reported that upon removal of the vue mini-bolt, the vue extractor tool cracked and the vue mini-bolt could not be removed. A second extractor tool was used which also resulted in a crack along the side of the tool. A blue vue adapter was used at the end of the bolt driver but could not remove the bolt and only spun without engaging the bolt. A third extractor tool was used for another attempt to remove the mini-bolt, but it just spun without budging the bolt. At this point, the surgeon had to drill out bone around the bolt in order to remove the bolt.